Manufacturer narrative:
Initial reporter is company representative. Investigation summary: service & repair evaluation: the complaint was submitted by the service and repair department. The repair technician reported the socket wrench failed in calibration. Torque test failure is the reason for the repair. The cause of the issue is unknown. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. Service & repair history: the previous service event for part number 03.641.004 with lot number h342299 has been reviewed. The customer called in a service request for this item on (B)(6) 2019 as the socket wrench for veptr nut did not meet calibration during evaluation at service and repair. The item was previously returned for service on 20-dec-2018 due to a torque test. The previous service condition of is relevant to the current complained issue of . The manufacture date of this item is 03-aug-2017. The service history review is confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, it was found out that the socket wrench for veptr nut did not meet calibration during evaluation at service and repair. There was no patient involvement. This is report 1 of 1 for (B)(4).